Event description:
The tech alleged that the brake caster were not holding. No pt impact.

Manufacturer narrative:
The tech replaced all brake casters and the pin spring on one caster to resolve the issue.